Event description:
The consumer indicated a tampon came apart upon removal and pieces remained inside of her. She was able to remove the remaining pieces on her own.

Manufacturer narrative:
Device history record reviewed and records found to meet specifications. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.